Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. After placing a guide wire, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed and dilatation was performed with a 4mm coyote balloon catheter. A stent was deployed and the procedure was completed. There were no complications reported and the patient was in good condition.